Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's dbs system was exhibiting high impedance. Surgical intervention was taken and the left lead extension was found rolled and broken. The lead extension was replaced and the issue was resolved.